Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported error message on the aia-360 analyzer. The fse was able to confirm the error message by reviewing the error log. The fse was able to reproduce the error message by performing a start-up. The fse replaced the bf syringe unit to resolve the issue. The fse then initialized the aia-360 analyzer without any problem. The fse then proceeded to run quality controls, which recovered within package insert specifications. No further action was required. The aia-360 was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30-jun-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: error message: 4043 wash.sy home sensor description: the bf syringe motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to faulty b/f syringe unit.

Event description:
A customer reported getting error message "4043 wash.sy home sensor" on the aia-360 analyzer. The customer rebooted the analyzer, but error persisted. The analyzer was down and unable to run. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), and luteinizing hormone (lh ii) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.